Event description:
A surgeon reports that a patient with piggybacked lenses had both lenses removed for dislocation. Add'l info has been requested. The use of two lenses in one eye is not included in labeling for this product. First lens documented in MDR 1119421-2006-00026.